Event description:
In 2001, the user facility's rn informed the MFR's rep of the following: a medwatch report was being sent to the MFR with the returned device. The returned device and medwatch report were rec'd and the medwatch report stated the following: the device catheter was in the left internal jugular vein. The surgeon removed the device catheter because of malfunction. Details not available to this reporter. The surgeon did the transection observed in the catheter while removing it. Explant/device disposition data form states reason for explant was occlusion.